Event description:
As it was reported in a literature review: the male pt rec'd a palmaz schatz stent in the lad. Less than 7 days post procedure, the pt had a pseudoaneurysm. Pt also had fever. It was determined that the pt had developed a stent infection (pseudomonas aeruginosa). Pt was treated with IV antibiotics but subsequently died.

Manufacturer narrative:
The prod remains implanted in the pt, and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.